Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18624. It was reported that the patient presented with symptomatic bradycardia. It was noted that the right ventricular lead exhibited noise and insulation damage, and atrial lead exhibited insulation damage. Both leads were capped and replaced on (B)(6) 2021. The patient was stable.